Manufacturer narrative:
Philips service replaced the geometry pc to restore functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geometry pc failed to start, preventing system operation on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.